Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with primary alarm failed error. The customer reported there was no patient involvement.

Manufacturer narrative:
The field service engineer (fse) replaced the cpu board and he speaker to address the reported issue.